Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "the medial side from memory stated 3mm ish cut and 9 from high. Because of tibial wear medial/posterior it was a 12mm cut to avoid air swing. We found this out intraoperatively but did say when he looked at plan it was not accurate and questioned where you took landmarks particularly on the medial side of tibia" and "no actual guides were produced and used in the case due to time restrictions. I was referring only to the plan they provided the surgeon so things like delay and lot number aren¿t applicable. He was provided information prior to the case but didn¿t use it because it wasn¿t accurate". The device associated with this report was not returned to depuy synthes for evaluation. The investigation could not confirm the reported event due to insufficient evidence provided. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this complaint. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was not confirmed for trumatch 3.0 CT pt plan. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this complaint. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: d10.

Event description:
It was reported that the medial side from memory stated 3mm ish cut and 9 from high. Because of tibial wear medial/posterior it was a 12mm cut to avoid air swing. We found this out intraoperatively but did say when he looked at plan it was not accurate and questioned where you took landmarks particularly on the medial side of tibia.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: a1: tmk00142295. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.